Event description:
The customer reported approximately twenty (20) milliliters of clear blood fluid leaked from the manual probe area of the blood sampling valve (bsv) and outside the instrument during normal system operation involving coulter hmx hematology analyzer w/ autoloader. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident. The field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) was unable to reproduce the reported issue with the customer. The fse removed and cleaned the blood sampling valve (bsv) and reassembled and adjusted the probe wipe slightly. The fse tested the system and no leaks were observed. The fse completed all system checks and confirmed no issues with the instrument. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. A definitive root cause of the event is unknown. (B)(4).